Event description:
The report received indicated that during a procedure to treat a lesion in the proximal circumflex artery; the guiding catheter was engaged to the target vessel then pre-dilation was conducted. Because the vessel had an s-shaped flexion at the ostium of left circumflex (lcx), a wire was inserted to straighten it. Then the 2.5x13mm cypher was being delivered, however, it did not advanced to lcx but tended to go into the left anterior descending. Therefore, the physician withdrew the cypher out of the patient and found the proximal end of the stent to be flared. The cypher was replaced with a driver stent and the procedure was successfully finished. There was no patient injury reported. Further information indicated the target lesion was the proximal circumflex artery. The lesion was a de novo, moderately calcified and highly tortuous. There was 90% stenosis. Femoral approach had been chosen for the procedure. The physician did not indicate any anomalies on the device prior to use.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.